Event description:
Evaluation summary: received for evaluation was one guard wire device. During testing when pressure was applied to the device a leak was detected in the distal seal band of the balloon. Under magnification a cut to the balloon was noted which was not detected during the visual inspection. It was also noticed that the seal band was lifted and displaced from its original position.

Manufacturer narrative:
Results, conclusion: no issue noted during prep, damage most likely caused during procedural use.

Manufacturer narrative:
Results: inconclusive, evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a guard wire temporary occlusion device to treat a lesion in the ica which exhibited 90% stenosis, little calcification and was non-tortuous. The device had been prepped as per IFU. No resistance was encountered when advancing the device to the lesion. The guard wire balloon was inflated but immediately deflated. The physician removed the relevant device and re-placed it with another. The operation was completed and no adverse event was occurred to the patient.